Event description:
Caller reported that the cartridge was not fitting properly on the pump because it was not fully snapped in. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to inspect and clean the pneumatic tap area and was assisted with filling a new cartridge; however, the call was dropped before the interaction was completed. No additional information was received regarding the outcome of the event.